Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that the patient's implantable cardioverter defibrillator (ICD) stopped working a year ago. The device battery went dead and the physicians would not take it out or put a new battery as it was too risky. Moreover, the last time when patient visited the facility, the physician said that the device did not fire all these years and it was okay to leave the device inside. The device was out of service but remained implanted. No adverse patient effects were reported.